Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to easily inflate and deflate the device. Patient underwent a replacement surgery during which the physician replaced the tenacio pump with an ms pump. The physician noted that the patient had testicular pain and requested his testicle be removed and stated that the testicular pain was unrelated to the pump. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).